Manufacturer narrative:
Investigation is on-going so f/u reporting to this MDR will be provided to FDA upon completion.

Event description:
On (B)(6) 2011, the physicist was trying to get the helmet hoist to lock on the helmet. The hoist down position sensor was failing, so the helmet was not locking. He reported that the hoist was not going to the fully up position also. While trying to drive the hoist down, without a helmet, the actuator snapped, failed, and subsequently caused the helmet hoist to break at the pivot point. The cartridge assy white block snapped around the pivots and fell to the ground.